Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (acd<3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -17.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced low vault, glare/haloes, and decentered lens. On (B)(6) 2017 the lens was exchanged for a longer lens. As of the day of MDR submission, the lens has not been returned.